Event description:
The isertion went okay, the mst wire was removed after insertion. After 9 days of use it was identified that a piece of the wire was still in the catheter. No other information was provided.